Event description:
Patient sustained 4 small abrasions on posterior right leg behind his knee from using the medline padded tub bench lot #j061255396. The lower lip/base of the padded seat where the seams fused together was very sharp and extended about 2/10" from the smooth sides. The seam projection was identified running the length of all of the lower edges of the padded seat.